Manufacturer narrative:
Investigation into this event found that the pt sample was initially processed neat, and a "no result" and we (wash error) flag were posted by the vitros 350 system. The sample was diluted and re-processed multiple times, producing lower than expected results when compared to a competitive method. The vitros 350 operator's guide indicates that the we code can be caused by a number of possible conditions, including, "interfering substance in the sample" and "sample might have a low total protein". Suggested actions include diluting the sample and repeating the test. Phyt samples with low total protein (tp) concentrations may interfere with the vitros phyt assay. The customer obtained a tp result of 6.1g/dl for the affected pt sample. The tp value for the affected pt sample is considered low, and may have contributed to the phyt "no result" and we code. The definitive root cause of the false low vitros phyt result is unk, however, low tp in the sample or a sample specific interferent cannot be ruled out.

Event description:
The customer obtained false low vitros phyt results from a single pt sample tested on a vitros 350 chemistry system. The sample produced a therapeutic result when tested on a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false low result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).